Event description:
Mail from biomedical: syringe pumps are sent for which an adverse event form has been completed. The department is complaining about patients experiencing faintness. Additional info received: - was there an alarm at the time of the incident? No - what was the precise time of the incident? Within minutes of the product being administered - which product was administered? Potassium chloride - what was the flow rate? 2 amp kcl in 60ml nacl to be passed over 3 hours. Speed 20. Reporting as a conservative measure. No adverse event information reported. More information is needed to complete the investigation.